Event description:
It was reported that the pt fell as the nurse helped the pt into the stretcher. Allegedly, the stretcher shifted to the side. The pt had some bruising but reportedly did not require medical intervention. It was reported that this pt had a history of falls and had fallen two times prior to this alleged incident. Reportedly, she rec'd stitches and sustained a hematoma from her first fall. It was reported that when she fell again, she was brought to the hosp for examination. This alleged incident is reportedly the pt's third fall.